Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Olympus received additional information that states the hand-piece was activated no more than 20 seconds at a time. The patient¿s uterus was burned while cauterizing a uterine artery. No additional surgical intervention was required.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined; however, the (B)(4) instruction manual warns users ¿only use the jaws¿ front part for coagulation. Make sure not to touch the tissue with the jaws¿ non-insulated joint area. Otherwise, there is the risk of accidental coagulation."

Event description:
Olympus was informed that during a therapeutic laparoscopic hysterectomy procedure, the grasping forceps were transmitting thermic energy resulting in involuntary burning and coagulation of adjacent tissues. It is unknown if the intended procedure was completed.